Event description:
New information received confirms that the left-ventricular lead dislodgement was revealed and confirmed via chest x-ray and fluoroscopy.

Event description:
It was reported that a patient presented in-clinic for a routine check-up. Upon interrogation, it was found that the left-ventricular (lv) lad exhibited loss of capture. Chest x-ray and fluoroscopy were performed and confirmed dislodgement. As a resolution the lead was explanted and replaced. Patient condition was stable.